Event description:
Event description cpi received information that during a nips procedure the patient was successfully converted by the implantable cardioverter defibrillator (ICD) on the first induction. The ICD could not convert the patient on the second induction and an external defibrillator was used. Afterward the ICD could not be telemetered.